Event description:
The facility's risk management department reported an incident of overinfusion of dopamine. The infusion was started in the neonatal intensive care unit (nicu) for suspected respiratory distress. The rate of the dopamine ordered was 0.39ml/hour. When checked after 2 hours, it was discovered that 3-4 ml had infused to the patient. The dopamine was stopped. The patient required monitoring at the bedside, a repeat chest x-ray, and was switched to a conventional ventilator. The reporter was unsure if the ventilator distress. After an unk length of time, the dopamine infusion was restarted. According to the risk manager, it is suspected that the overinfusion was related to a user programming error. There was no lasting harm to the patient.

Manufacturer narrative:
The device has been requested by baxter quality management for evaluation. The facility stated the device will be sent for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.